Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up on (B)(6) 2016 the device exhibited backup vvi mode, after a software download, the device resumed normal function. On (B)(6) 2016 the patient presented for follow up in backup vvi mode. After a user download the device resumed normal function. The patient was stable and would be followed normally.